Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2021-00330. It was reported that the patient experienced alarming sound when transferring from batteries to her mobile power unit (mpu) at home. No alarms or messages were noted on the pocket controller. There was no resolution of the alarms with changing the internal mpu batteries. In the hospital, she experienced similar alarming upon transfer to mpu #1 upon white cable connection. The message stated ¿replace backup battery in 24 months¿ and ¿power cable disconnect alarm¿. Then upon black cable connection the message read ¿low voltage¿ in addition to the others with a loud audible alarm. The vad team attempted another mpu #2 in hospital and the only alarm noted was ¿replace backup battery in 24 months¿ message but there were no audible alarms noted. The vad team returned the patient back to batteries. A log file review was requested. The event log captured some odd strings of power cable disconnect alarms on mpu on (B)(6) 2021 at 11:58am, 11:59am, 16:39 and 16:43. These power cable disconnects appears to be happening on the black power lead. Technical services advised to make sure that black power cable is properly connected the to the mpu and to advise the patient to make sure both power leads properly connected/secured to the power source. The event log also captured an unsustained low flow alarms (B)(6) 2021 at 6:36am. The flow fluctuated below 2.0 lpm threshold for 1-3 seconds. The event log also contains persistent pi events (B)(6) 2021 from 4:55am ¿ 11:58am. Pi events occur when there are sudden and substantial changes in the pulsatility index, these events are considered routine. All pi events will cause the hm3 vad speed to drop to its low speed limit, which is currently set at 5200 rpm. It was reported that the patient was admitted for monitoring overnight and used her own mpu for further alarms. The vad was functioning as intended. It was reported that the patient went home with a new mpu. A new log file review was requested. The patient had alarms at home connecting to mpu. When connected to batteries she had no alarms. There were low voltage and power cable disconnect alarms when connecting to the power module at the hospital. This did not recur with further connection to power module or her home mpu. She went home with a new mpu. The vad team tested her mpu and the power module with a mock loop and did not see any issues. Technical services responded that the patient was having odd power disconnect/low voltage/no external with the mpu. The patient did not receive any further power disconnect/low voltage/no external power alarms while at the hospital using her owned mpu. Having a new mpu can eliminate with the connection issue with the unit. Should the alarms persist on the new mpu technical services suggested considering replacing the controller as a last resort. The patient has a cat and there might be possibility that controller cables may have been bitten. In regards to the clinic¿s power module, it might be best to consider replacing the 14v patient cable as the rsco (relative sate of charge) of the black was intermittently reading below 14v. Patient cable should be replace annually or one year from date of first use.

Manufacturer narrative:
Section b5: the reported no external power event from (B)(6) 2021 was separated from this event and reported in related manufacturer report number 2916596-2021-01741.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms was confirmed via the submitted log file and the submitted video. The log file contained approximately 12 hours of data (4:55:28 ¿ 17:00:39 on (B)(6) 2021 per the timestamp). Beginning on (B)(6) 2021 at 11:58:59 the log file captured intermittent and atypical no external power, power cable disconnect, low voltage advisory, and low voltage hazard alarms. The intermittent alarms continued for the remainder of the log file. Atypical no external power, power cable disconnect, and low voltage alarms were captured while connected to the power module due to the relative state of charge (rsoc) and bus voltage levels on both power cables gradually dropping; the atypical alarms activated upon connection of the black power cable to the power module, and resolved when the black power cable was disconnected. Additional no external power alarms were captured due to the voltage levels on both power cables being approximately 0 v; it cannot be conclusively determined if the power cables were both disconnected at this time or if the alarms were due to atypical voltage drops while connected to the mpu or power module. The log file also captured power cable disconnect alarms that were not associated with true power cable disconnections due to the rsoc voltage on the black power cable dropping to approximately 0 v while connected to a 14v battery. Several low voltage hazard and no external power alarms were also captured during these alarms due to the white power cable being disconnected while an atypical power cable disconnect alarm was active on the black power cable. The log file also captured transient no external power alarms due to white cable disconnected and black cable disconnected faults being active despite only the black power cable voltage level indicating that it was disconnected; the white power cable appeared to be receiving the appropriate voltage from either the power module or mpu at the time of the alarms. The alarms cleared due to the white cable disconnected fault clearing as intended. No other notable alarms were active in the log file. The alarms did not affect the controller's ability to operate the pump at the set speed. The submitted video showed the system controller being connected to the power module; the white power cable appeared to be connected to a 14v battery and the black power cable appeared to be disconnected prior to the connection of the controller to the power module. The video showed the white power cable being connected to the power module first; no issues were observed at this time. The black power cable was then connected to the power module, and a low voltage hazard alarm, followed by a no external power alarm, was observed; a yellow wrench alarm was also observed on the power module at this time. No other issues were observed in the submitted video. The submitted log file and video indicate a potential issue with the black system controller power cable. Additional information provided on 18mar2021 stated that the atypical alarms were resolved by exchanging the system controller in the clinic. The system controller was returned and investigated (refer to related manufacturer report number 2916596-2021-01741). The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6) , was shipped to the customer on 23jul2020. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, low voltage advisory/hazard, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 IFU section 8 ¿equipment storage and care¿ describes how to care for and clean all equipment including the system controller power cables. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section f ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 IFU under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the vad team exchanged the controller in clinic and there were no further alarms the patient was put back on the mpu. A log file review was requested. The log files show controller serial number (B)(6) has the low flow software v1.5.2 installed. The event log displayed no_external_power / low_power_hazard / power_cable_disconnect alarms while tethered on mpu and power module as mentioned. The controller was momentarily disconnected from an external power source causing the controller to momentarily operate on ebb / power save mode. There was no interruption in pump support during these event. During the analysis of the event log technical services observed 83 pi events occurring (B)(6) 2021 2:07:31 am - 2:58:33 pm. All pi events will cause the hm3 vad speed to drop to its low speed limit, which is currently set at 4900 rpm. When the controller detects a pi event, it captures the pump parameters at that point in time. Please keep in mind that not all pi events are suction events. Common bodily functions such as sneezing and coughing have been known to trigger a pi event, however the pi events seen here are of a significant amount and may possibly point to another issue. Other possible causes for these pi events are: patient is at a hypovolemic state, set speed is set to high, rv failure, arrhythmias, bradycardias or inadequate hr, bleeds, tamponade and maps to high or low. There were no other unusual events seen within the log files. The mcs equipment is operating as expected.